Event description:
This unsolicited case from united states was received on 03-jan-2018 from patient this case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had left knee pain and could not walk. Also device malfunction was identified for the reported lot number. No relevant past drugs were reported. Patient has no known allergies. Patient has a thyroid condition for which she takes levothyroxine sodium (synthroid) medication. Patient does not have diabetes or any other known medical conditions. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, one dosage form once (lot number: 7rsl021, expiration date: not reported) for osteoarthritis in both knees. It was reported that the patient right knee had no issues. On the same day after receiving the injection, left knee experienced pain for two days after the injection. The patient said she could not walk for two days after the injection. Patient physician advised her to rest the affected knee, and apply ice. The consumer was able to walk after two days of resting the knee and applying ice. Patient said, she was still experiencing a dull, aching pain in the knee. Patient has not been in to see her doctor since the injection. Patient received no antibiotics for the complications. Patient takes over the counter vitamins. The consumer said, the complications of the injection lessened the experience of a trip patient took soon after the injection. Corrective treatment: not reported for device malfunction; rest, ice for rest prevents outcome: recovered for could not walk; not recovered for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 09-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pain and was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 03-jan-2018 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had left knee pain, swelling, could not put weight on knee; after one day could not walk/ difficulty steady walking- like slow motion; after unknown latency had headaches and lethargic. Also device malfunction was identified for the reported lot number. Patient has no known allergies. Patient has a thyroid condition (underactive thyroid) for which she takes levothyroxine sodium (synthroid) medication. Patient does not have diabetes or any other known medical conditions. It was reported that the patient that had synvisc one in the past worked very well. Patient had nothing more than cold-mild flu. Patient had levothyroxine sodium (levothyroxine) for underactive thyroid; calcium carbonate (caltrate), cyanocobalamin (vitamin b12) and colecalciferol (vitamin d3). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, one dosage form once (lot number: 7rsl021, expiration date: not reported) for osteoarthritis in both knees. It was reported that the patient right knee had no issues. On the same day after receiving the injection, left knee experienced pain for two days after the injection and swelling. On (B)(6) 2017, one day after injection, next morning, patient could not walk or put weight on knee (one knee). It took approximately two weeks before patient could walk with ease. On an unknown date, latency unknown, patient developed headache, lethargic and difficult steady walkinglike slow motion. Patient physician advised her to rest the affected knee, and apply ice. Patient said, she was still experiencing a dull, aching pain in the knee. Patient has not been in to see her doctor since the injection. Patient received no antibiotics for the complications. Patient takes over the counter vitamins. The consumer said, the complications of the injection lessened the experience of a trip patient took soon after the injection. Corrective treatment: not reported for device malfunction, lethargic and headaches; none for could not put weight on knee; rest, ice for rest events outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 19-jan-2018 from patient. Event of lethargic, could not put weight on knee, headaches and swelling were added along with its details. Medical history and concomitant medications was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 18-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain, swelling and was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 03-jan-2018 from patient this case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had left knee pain, swelling, could not put weight on knee/unable to stand; after one day could not walk/ difficulty steady walking- like slow motion/ unsteady on her feet; after few days had headache and lethargy; after unknown latency had problems with her left leg, feels like she has an infection, unable to bend her left knee. Also device malfunction was identified for the reported lot number. Patient has no known allergies. Patient has a thyroid condition (underactive thyroid) for which she takes levothyroxine sodium (synthroid) medication. Patient does not have diabetes or any other known medical conditions. It was reported that the patient that had synvisc one in the past worked very well. Patient had nothing more than cold-mild flu. Patient had levothyroxine sodium (levothyroxine) for underactive thyroid; calcium carbonate (caltrate), cyanocobalamin (vitamin b12) and colecalciferol (vitamin d3). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021, expiration date: not reported) for osteoarthritis in both knees. It was reported that the patient right knee had no issues. On the same day after receiving the injection, left knee experienced pain for two days after the injection and swelling. On (B)(6) 2017, one day after injection, next morning, patient could not walk or put weight on knee (one knee). It took approximately two weeks before patient could walk with ease. On an unknown date, latency unknown, patient developed headache, lethargic and difficult steady walking- like slow motion. Patient physician advised her to rest the affected knee, and apply ice. Patient said, she was still experiencing a dull, aching pain in the knee. Patient has not been in to see her doctor since the injection. Patient received no antibiotics for the complications. Patient takes over the counter vitamins. The consumer said, the complications of the injection lessened the experience of a trip patient took soon after the injection. Patient stated she is very unsteady on her feet. She does not use a walker or cane to ambulate prior to or after the synvisc-one injection. She had the injection bilaterally but she is having problems with her left leg (onset: (B)(6) 2017; latency: unknown). Patient stated she was unable to stand or bend her left knee (onset: (B)(6) 2017; latency: unknown). Her hcp advised her to put ice on her knee and she takes aleve twice daily. Patient stated she will see her primary physician today and questions how an infection would be diagnosed and treated. Corrective treatment: rest, ice for could not walk/ difficulty steady walking- like slow motion/unsteady on her feet and swelling; ice for could not put weight on knee/unable to stand, unable to bend her left knee and problems with her left leg; naproxen sodium (aleve) for feels like she has an infection; rest ice and naproxen sodium for left knee pain outcome: unknown for unable to bend her left knee, feels like she has an infection and problems with her left leg; not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 19-jan-2018 from patient. Event of lethargic, could not put weight on knee, headaches and swelling were added along with its details. Medical history and concomitant medications was added. Clinical course updated. Text was amended accordingly. Additional information was received on 24-jan-2018 from the patient. Event of could not walk/ difficulty steady walking- like slow motion was updated to could not walk/ difficulty steady walking- like slow motion/unsteady on her feet; event of could not put weight on knee was updated to could not put weight on knee/unable to stand. Events of unable to bend her left knee, infection and problems with her left leg were added. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment follow-up dated 24-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain, swelling, headache, lethargic, infection, joint range of motion decreased, weight bearing difficulty and was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.